Event description:
It was reported that during the surgery, after fired, noted the staples malformed. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, x94v63, and no non-conformance were identified. Manufacturing date: 04/25/2022, expiration date: 03/31/2025. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.